Manufacturer narrative:
(B)(4). Insulin pump had cracked case battery side and cracked battery tube threads. Insulin pump had a missing retainer and missing reservoir tube o ring. The p cap does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer previously reported that power error detected recurred within a week of troubleshooting of the previous occurrence. Customer was advised to the pump will need to be replaced. Customer was advised to revert to back up plan per health care professional. The insulin pump will be returned for analysis.